Event description:
It was reported that the patient had been in the hospital over the last year at least nine times "due to the device". The patient had three stimulation devices within the past year, and the hcp reviewed that the device was supposed to last 2-3 years but due to what the patient needed she had to get a new implant every three to four months because of usage. It was noted that each time the patient had surgery it produced a five inch incision, and was a "major" surgery. It was also reported that the stimulator was helpful, and the patient was glad she got one. For information related to the patient's new stimulator and follow-up, see MFR. Rep. # 3004209178-2012-06364.

Manufacturer narrative:
(B)(4). Lead model 435135, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); lead model 435135, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6).